Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with pump stoppages while the pump was connected to battery power. The patient stated this occurred in the setting of bending forward and changing positions. An issue was suspected with the percutaneous lead (driveline). The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed multiple driveline wire compromises that would have contributed to the reported interruptions in pump function. The driveline was returned cut approximately 1 inch from the nipple of the pump housing and the remainder of the driveline was returned in one segment. Electrical continuity testing of both returned portions of the driveline revealed that all wires were electrically intact, even with manipulation of the driveline segments. An area of significant breakdown of the metal braided shield was observed on the internal portion of the driveline, approximately 5.5-9 inches from the nipple of the pump housing. Microscopic inspection of the underlying wires in this area revealed small breaches in the insulation of the yellow and brown wires exposing the inner metal conductors at approximately 6 inches and 7 inches from the nipple of the pump housing, respectively. In addition, a large breach in the insulation of the black wire was identified at approximately 8.5 inches from the nipple of the pump housing, exposing the inner conductors. All observed wire damage appeared to be the result of fatigue failure due to repetitive flexing/movement and abrasion against the metal braided shield. Microscopic inspection and high-potential testing of the remainder of the returned driveline segments revealed no additional areas of compromised wire insulation. The yellow wire represents one of the two redundant wires that comprise phase 1 while the brown and black wires represent both of the redundant wires that comprise phase 2 of the three-phase motor. The reported pump stoppages could have been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different motor phases made simultaneous contact with the metal braided shield while operating on battery power as recorded in the submitted system controller log file or on a tethered power source (such as the power module) while utilizing either a grounded or ungrounded patient cable. An interruption in pump function could also result from an electrical short to ground, if the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source while utilizing a grounded patient cable. Visual examination of the blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or adhered thrombus formations that would have contributed to a functional issue. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.